Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported concerns over a pause alarm not occurring. A heart rate alarm triggered instead of an asystole alarm and that they were unable to find the alarm history showing the event. The device was in use monitoring patients.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer. According to the clinical user, the patient's monitor triggered a low hr alarm (42>45) instead of an asystole alarm event on bed pru14. The customer clinical manager reported a couple missed pauses. A philips field service engineer (fse) was able to obtain logs from the pic ix device, and sent the data to the rce. The rce was able to find the patient's asystole alarm strip stored under the event review instead of alarm review; it was found that the "pause yellow" alarm was disabled. The strips also show an asystole alarm at 10:56:55. There was no product malfunction; this is a user issue. The rce spoke to the clinical user, regarding the data. The customer stated that the problem was resolved; they were was able to see the alarm, and they were satisfied with the results. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.